Event description:
The duett pro was deployed following a diagnostic procedure via the right common femoral artery. Twenty minutes after deployment, the patient developed loss of pulse and pain. An angiogram confirmed a localized arterial occlusion. The patient was treated with thrombolytic therapy, anticoagulation therapy, percutaneous transluminal angioplasty and percutaneous thrombectomy. The event was resolved without further complications. Severe peripheral vascular disease (pvd) was noted. The instructions for use contain a warning against use in the presence of pvd.